Event description:
Attorney alleges plaintiff developed multiple physical symptoms including breast pain, lumps and hardness, rupture, non specific autoimmune condition, anxiety, stress, pain and suffering.